Event description:
During laparoscopic surgery, the sorbafix device fired two sutures at a time, then fired through the entire mesh, the head fell off the device and one screw fell off the device. No harm to patient was noted, no delay to case. Manufacturer response for absorbable fixation system, (brand not provided) (per site reporter): returned to field rep.